Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. It was noted that the implantable cardioverter defibrillator exhibited backup vvi operation. A device software download was performed successfully and restored to normal function. The patient would continued to be monitored with regular follow up.